Manufacturer narrative:
Product analysis: the epg was found to have a broken atrial connector. The main seal was found to be pinched and broken. The battery drawer was found to stick. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.